Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, left ventricular (lv) lead had increase and unstable threshold measurements at final check after slitting. The lead was not used, and another lead was used for implant. No patient complications have been reported as a result of this event.